Event description:
Information was received regarding a cadd extension set. It was reported that there was leaking on the extension set. It is unknown which lot number was involved either lot number 4037741 or 4066526. There was no patient, or clinician injury associated with this occurrence.